Event description:
The valve was explanted due to mitral insufficiency, endocarditis, and paravalvular leak. According to the medical records rec'd, approximately one month postoperatively, the pt presented with sudden onset of ankle and knee pain and weakness with a low-grade fever. The pt was diagnosed with deep vein thrombosis of the right popliteal vein and atrial flutter. Blood cultures were positive for staphylococcus and echocardiogram showed paravalvular leak. At explant, the valve was removed and replaced with a 29mm carbomedics valve. Cultures of the annulus were negative; however, the pericardial fluid was positive for staphylococcus.